Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported in the international journal of urology that a study was conducted to examine the detection rate of incidental prostate cancer by holmium laser enucleation of the prostate (holep) and variables associated with them. The procedure was performed using the lumenis versacut morcellator system. The data of 612 patients who underwent a holep procedure between july 2013 and september 2021 were retrospectively reviewed. Postoperatively, urinary tract infection, hematuria, urinary retention, and perforation of bladder or prostate were seen in 32, 22, 15, and 6 cases, respectively for 3 days of postoperative hospitalization.

Manufacturer narrative:
Article document: taro banno, md, kazutaka nakamura, yudai kaneda, akihiko ozaki, yukiko kouchi, tadashi ohira and hiroaki shimmura. Detection rate and variables associated with incidental prostate cancer by holmium laser enucleation of the prostate. International journal of urology 2022;29;860-865. Date of event: the earliest procedure date was used as event date.

Event description:
It was reported in the international journal of urology that a study was conducted to examine the detection rate of incidental prostate cancer by holmium laser enucleation of the prostate (holep) and variables associated with them. The procedure was performed using the lumenis versacut morcellator system. The data of 612 patients who underwent a holep procedure between (B)(6) 2013 and (B)(6) 2021 were retrospectively reviewed. Postoperatively, urinary tract infection, hematuria, urinary retention, and perforation of bladder or prostate were seen in 32, 22, 15, and 6 cases, respectively for 3 days of postoperative hospitalization.